Manufacturer narrative:
(B)(4). Additional information: batch # m54f0z. Swing tab in locked position. The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during an open gastrectomy procedure, the device was inserted into the duodenum and reloaded with the green reload. The cutter cut a short section, about one centimeter, without putting stitched, then it stopped not allowing the surgeon to proceed. The surgeon opened the cutter and repaired the cut made on the tissue with a suture wire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device and one reload will be returned. Affiliate reference number: (B)(4).